Event description:
Report received from an abbott affiliate of a tubing separation while in clinical use. The nurse prepared a patient for a blood transfusion and had just finished priming the i.v. Blood set when the blood filter "broke off" causing blood from the transfusion bag to spill onto the nurse's uniform and skin, the floor, table, patient's chart, patient's bed linen and the patient. The reporter could not identify where the nurse was exposed to the blood. The patient was not connected to the set when the event occurred. The event caused an unspecified delay in starting the infusion, as a new unit of blood was required. The transfusion was not an emergent transfusion. There were no adverse patient sequelae.